Event description:
This patient was undergoing an l4-l5 interbody fusion with pedicle screw supplementation on (B)(6) 2008 for severe intractable back pain related to instability at l4-l5. Boisystems company instrumentation was in use. At the time the implant was being placed the implant destined for the interbody space became displaced extradurally beneath the level of the interbody space to be implanted. According to the operative note: "using a mallet, the implant was introduced into the interspace, and during the final impaction, the holder was removed from the implant, and it was realized by fluoroscopic, the fluoroscopy indicated that the implant was not in the interspace. The implant appeared to be dorsal to the interspace, and situated transversely in the spinal canal beneath the dura. It appeared evident that the holder of the implant had malfunctioned, with the implant becoming detached from it prematurely." The implant was retrieved and a second implant was successfully placed. The patient suffered a dural tear ventrally and a least one nerve root appeared to have been transected.